Manufacturer narrative:
The problem was due to a component failure (defective compact charger). We are unaware about pt injury.

Event description:
The laser system has the following problem: at first the device displays the following error: "no energy" and "mps no end of charge". After the device review, the output is that the damage is located in the high voltage source. No adverse effects to pt were reported.